Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: not well, felt like head was expanding. A patient reported the patient does a check strip test, not ok message comes up. Their meter allegedly would only prompt not ok after check strip test. The result on their meter was 192. The result on the no comparison. The time difference between patient's meter and no comparison. Treatment was not treated. No further info has been reported.